Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized on (B)(6) 2018 due to a worsening of the patient's general condition, paresthesia of the left arm, and reduction of visual acuity. A CT scan showed no abnormalities except for a previously unreported known infarction in the stromal area of the right frontal cerebral artery. The patient was treated with marcumar; however, there was reportedly no need for further action after a neurological consultation suspected re-ischemia in the current area of the right cerebral artery. The patient was discharged from the hospital on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported events could not be conclusively established. The heartmate 3 lvas instructions for use (IFU) lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.